Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that and karl storz product(s) were causally related to the incident. The customer stated that while using the karl storz lithotriptor, the distal tip of the probe broke off into the left ureter. Attending physician was unable to retrieve the tip.